Event description:
The customer reported that after 8-10 activations of the device during a sigmoid resection, the jaws stuck closed and could not be re-opened. The device was removed by resecting the tissue surrounding the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.